Event description:
A healthcare facility in (B)(6) reported via a distributor that a heater wire alarm sounded on the humidifier base when an rt210 adult breathing circuit was connected. This event occurred during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt210 adult dual heated breathing circuit is currently en route to fisher & paykel healthcare in (B)(6) for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.